Event description:
It was reported the customer was unconscious for an unknown amount of time. The customer's blood glucose was unknown during this time. Customer's blood glucose was 91 mg/dl after they treated with food. The customer also reported experiencing a high blood glucose of 524 mg/dl. The customer treated their blood glucose with two units of insulin by manual injections. The customer's blood glucose was 101 mg/dl at the time of the call. Customer declined to troubleshoot for their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.